Event description:
The parents reported, that they recognized that the recipient had no obvious auditory response since late (B)(6) 2022. So, re-implantation was considered. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents reported, that they found the left-side device of the recipient was no obvious auditory response since late (B)(6) 2022. So, re-implantation was considered. The recipient has been re-implanted.